Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump experienced failure to reboot; the pump reportedly had no power, a blank screen and no auditory or vibratory functionality. The pump did reportedly have auditory tone on battery insertion. The battery cap spring was reported to be missing from the battery cap. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue with damage remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.